Manufacturer narrative:
(B)(4). Date sent: 08/02/2021. D4: batch # 117a96. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. The analysis results found that six tcr75 reloads were received sterile with no apparent damage. The samples were not opened and examined for visual inspection, no anomalies were observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: after removing the instrument, examine the staple lines for hemostasis/pneumostasis and proper staple closure. Minor bleeding can be controlled with electrocautery, manual sutures or other appropriate techniques. The event described could not be confirmed as no defects were observed on the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. H11: corrected date = h10: the following information was omitted on the previous report. Additional information: what device was used with the tcr75 cartridge? Proximate reloadable linear cutter with safety lock-out (tlc74) lot: t41064. Is the device or reload returning? The remainder of the reloads are being returned what were the indications for surgery? This is considered privileged patient health info and not relevant to the investigation of the device (unless further justification can be provided). What surgical procedure was performed? Previously provided. Did the patient receive any preoperative chemotherapy or radiation? No. What color reloads were used and what was the sequence of the firings? Only blue were used. What anatomical structures was the device fired on? Large bowel was it leaking through the staple line? Yes. Is the tlc75 device (stapler handle) returning for evaluation? No. Can the surgeon provide information on where the anastomosis was open? Yes. If an ostomy was created, is it temporary or permanent? This is considered privileged patient health info and not relevant to the investigation of the device (unless further justification can be provided). What is the current status of the patient? This is considered privileged patient health info and not relevant to the investigation of the device (unless further justification can be provided). Is the tlc75 device (stapler handle) returning for evaluation? No. Was the common channel open? Unknown. Were other stapling or suturing devices used when creating the anastomosis? No. How was the common opening closed? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? Unknown. How was the integrity of the anastomosis checked intraoperatively? Yes. How was the leak identified? Post op deterioration in the patient's condition were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? No. What was done in the reoperation? This is considered privileged patient health info and not relevant to the investigation of the device (unless further justification can be provided) was the site of the leak identified? Yes if so, where and what was observed? Unknown.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What device was used with the tcr75 cartridge? Is the device or reload returning? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was the site of the leak identified? If so, where and what was observed? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? If an ostomy was created, is it temporary or permanent? What is the current status of the patient? Is the tlc75 device returning for evaluation? Was the common channel open? Can the surgeon provide information on where the anastomosis was open?

Event description:
It was reported that a bowel resection was done (B)(6) 2021. Pt condition gradually worsened. Taken back to or on (B)(6) 2021. Bowel anastomosis completely open down center of linear cutter reloads on both sides where used.